Event description:
Customer reports that insulin pump seldomly alarms when reservoir was empty. Customer's blood glucose was 237 mg/dl. Customer was advised that insulin pumps hold a reserve of 10 unit of insulin as a safety mechanism. Customer declined further troubleshooting. Customer was advised to call back should issue persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.